Manufacturer narrative:
Sandra regina da silva, mitzy tannia reichembach, letícia pontes, gisele de paula e silva carneiro mendes de souza, solena kusma. Heparin solution in the prevention of occlusions in hickman catheters a randomized clinical trial. Rev lat am enfermagem. 2021 jan 8;29:e3385. Doi: 10.1590/1518-8345.3310.3385. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainantreporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "revista latino-americana de enfermagem" of article titled, "heparin solution in the prevention of occlusions in hickman catheters a randomized clinical trial", that sometime post central line placement procedure by using bard hickman catheters to evaluate the effectiveness of the heparin solution compared to isotonic solution in preventing occlusion of the double lumen hickman catheters of 9 french catheters, out of thirty four catheter lumens, fourteen occurrences of occlusions noted. There was no reported patient injury.

Manufacturer narrative:
H11: sandra regina da silva, mitzy tannia reichembach, letícia pontes, gisele de paula e silva carneiro mendes de souza, solena kusma. Heparin solution in the prevention of occlusions in hickman catheters a randomized clinical trial. Rev lat am enfermagem. 2021 jan 8;29: e3385. Doi: 10.1590/1518-8345.3310.3385. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter occlusion as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal of "revista latino-americana de enfermagem" of article titled, "heparin solution in the prevention of occlusions in hickman catheters a randomized clinical trial", that sometime post central line placement procedure by using bard hickman catheters to evaluate the effectiveness of the heparin solution compared to isotonic solution in preventing occlusion of the double lumen hickman catheters of 9 french catheters, out of thirty four catheter lumens, fourteen occurrences of occlusions noted. There was no reported patient injury.